Event description:
It was reported that there was noise in the atrial electrogram but not the ventricular electrogram. Engineering felt this was due to internal oscillation on the atrial channel. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing leads (B)(6) 2010. (B)(4).